Event description:
Per sales rep, during an interventional procedure, the savvy long balloon burst on the 3rd inflation at 9atm. The balloon and inner part of the catheter broke off and became lodged in the vessel. After several attempts to retrieve these items, it was decided to send the patient to surgery for an endarterectomy to remove the items. After the surgery, the balloon and inner part were discarded. What was returned is all that is left.

Manufacturer narrative:
Per the sales rep, during an interventional procedure, the savvy long balloon burst on the 3rd inflation at 9atm. The balloon and inner part of the catheter broke off and became lodged in the vessel. After several attempts to retrieve these items, it was decided to send the patient to surgery for an endarterectomy to remove the items. After the surgery, the balloon and inner part were discarded. What was returned is all that is left. A member of the cleartsream product development engineering department and a member of clearstream quality reviewed the manufacturing documentation for this lot and no anomalies were recorded in the lot history record. In addition to this documentation review, the returned product was reviewed as part of this investigation. It was observed that the balloon was broken away at the proximal end and the proximal cone was the only part of the balloon remaining on the returned product. The returned product did not contain the balloon and the inner part of the entire catheter. The balloon and inner part of the catheter broke off and became lodged in the vessel; these parts were removed from the patient by endarterectomy and discarded. A review of the balloon lot used for manufacturing this catheter lot (50005480) was carried out and no anomalies were recorded. All cycle and burst testing performed at one atmosphere above rated burst pressure was in compliance to the test specification. Without all parts of the catheter/balloon, further analysis is not possible. From the visual and mechanical inspection of the balloon lot history, the catheter lot history record and the returned product, there is no evidence that the catheter was manufactured incorrectly and why it burst as reported. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.